Event description:
On (B)(6) 2013, the pt underwent a permanent procedure. During the procedure the doctor experienced difficulty inserting a lead into the ipg header. An impedance check revealed high and low impedances. As a result, another ipg was used and resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.